Manufacturer narrative:
We checked the returned unit and confirmed that the objective prism assy got fluid damage. Based on the result, we concluded that it was caused due to a physical damage applied to the endoscope distal end area. In addition, we confirmed that the ud/rl pulley wires rupture and the lcb leak; however, they are not related to the alleged complaint. Based on the technical report, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(stain).